Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump had emitted occlusion alarms and requested that the pump be replaced. During troubleshooting, the reporter was able to prime the tubing without any alarms occurring. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported based on the allegation that the pump emitted recurring occlusion alarms and based on the reporter¿s insistence that the pump be replaced because of this issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s alarm history showed multiple occlusion alarms. There was no data from the time of the reported issue in the black box due to continued pump use. Rewind, load, and prime steps were performed successfully with no alarms occurring. The pump was exercised for 24 hours with no occlusions occurring. The force sensor resistance measurement was found to be out of specifications. The pump was opened, and there was no issues were found with the force sensor circuit. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.